Event description:
It was reported that, during registration stage in a cori assisted ukr surgery, the error message "incorrect kinematic axis" was displayed and the system could not go forward next step. The points were retaken, but the problem could not be resolved. Then, the system was rebooted, but the error was displayed again. The procedure was completed with manual instrumentation without significant delays. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
The real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation. Although the product was not returned the software files were downloaded from the device and provided for investigation. Screenshot review confirmed that the user received ¿incorrect kinematic axis¿ warning messages for both case logs provided, however, the log files do not indicate any system or software issue related to the reported complaint. The log files indicate the kinematic axis check failed with an angle greater than 10 degrees for both kinematic axis failure. The kinematic axis shall be within 10 degrees of normal to the long axis for a ukr case. As a result of these findings, it was determined that the software functioned as intended; no defect of the system occurred. It is possible that the user had applied stressed to the knee when collecting the femur kinematic axis range that resulted in a greater than 10 degree discrepancy between the knee¿s kinematic axis and long leg axis. Refer to the real intelligence cori for knee arthroplasty user manual (500230) for femur kinematic axis collection for unicondylar knee arthroplasty. This collection provides the data for cori to calculate the rotational axis of the femur and tibia (kinematic axis). While collecting, do not apply tension to the medial or lateral ligaments while moving the leg to maximum flexion. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.